Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that tampon string was incorrectly placed in the applicator. Consumer had to manually remove the tampon as she did not find the string during removal.